Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of crimped cannula on (B)(6) 2025. The site of insertion was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.